Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix found the type ia endoleak complaint is confirmed. This is consistent with the reported adverse event/incident. It was also reported that the type ia endoleak has resolved; however, additional imaging was not available for review to confirm this finding. The most likely causation for the type ia endoleak is off-label, user related. During the investigation, endologix found reasonable evidence to suggest the device was used off-label due to the neck taper of 17.4% (which should be less than or equal to 10%). This off label neck anatomy likely caused inadequate seal of the proximal ring to the aorta. No procedure related harms were identified. The final patient status was reported as doing well and discharged home. No additional investigation of this reported adverse event is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events. Corrections: b5: description - updated g3: awareness date - updated h6: investigation finding codes - remove code 3233 h6: investigation conclusion codes - remove code 11

Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2025 with the implant of an alto abdominal stent graft system. During the procedure reportedly a type ia endoleak was identified that did not resolve before the end of the procedure. The physician plans to embolize in six weeks. The patient status was reported as doing well and discharged home on (B)(6) 2025. Additional information: routine follow-up approximately on 03 april 2025 conducted an angiogram that showed the type ia endoleak apparently had closed itself through thrombosis and is no longer visible. The final patient status was reported as doing well and discharged home.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, follow-up report will be submitted. H3 other text: device remains implanted.

Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2025 with the implant of an alto abdominal stent graft system. During the procedure reportedly a type ia endoleak was identified that did not resolve before the end of the procedure. The physician plans to embolize in six weeks. The patient status was reported as doing well and discharged home on (B)(6) 2025.